Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in to the interface circuit board. No reset error could be tested due to the blank display. The insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump occasionally blacks out and in order for it to work, the customer has to play around with the battery cap. Customer received an unexpected restart and was able to clear the alarm. Customer also received a replacement battery cap but was still having the issue with the pump recognizing the battery unless the battery cap is manipulated a certain way. Customer's blood glucose level was 142 mg/dl. Alarm history was checked and the customer did not verify the alarm. Pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. Customer only saw the unexpected restart alarm once and the pump still occasionally blanks out. Customer stated that she is waking up every 2 hours to monitor her blood sugar. Insulin pump will need to be replaced. Customer was advised to monitor the pump and may continue to wear it until the replacement arrives. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.